Event description:
The pt reported experiencing elevated blood glucose of 280 mg/dl in 2009, at 2:00 pm. She bolused through her infusion device and went for a walk. After her walk, her blood glucose measured 315 mg/dl and she changed the infusion set and, insulin cartridge and bolused through the infusion device. At 4:30 pm, her blood glucose measured 200 mg/dl. She believes her infusion device is not correctly delivering insulin. Her normal blood glucose level is 100-120 mg/dl. She stated that she changes her infusion site every 2 days and the infusion tubing every 8 days. She changes her insulin cartridge every 10-14 days. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.